Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted there was bowel and omentum adhered to the previously placed mesh which took at least 1.5 hours to separate. The mesh had to be excised before the repair could be completed. The operation was of extreme and unusual complexity due to the patient¿s recurrent nature of the hernia. It was reported that the patient experienced abdominal pain and extensive lysis of adhesions. No additional information was provided.